Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. Also, there was some pacing inhibition. It was noted the patient was lost to follow up for six years. Technical services (ts) discussed there was no programming or magnet response. Ts recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.